Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure this pacemaker was attempted. Upon connecting the right ventricular (rv) lead and waiting for approximately five seconds, no pacing output was observed. Therefore, this product was removed and another device was successfully replaced. Boston scientific technical services (ts) discussed how the lead detection algorithm works and discussed that the observation were likely normal device behavior. No adverse patient effects were reported.